Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was unable to power on. Insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator board were shorted, causing thermal damage to multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted transistors could not be positively identified. The electrode belt sn (B)(4) was returned to the distributor and evaluation is currently underway. There is no indication or allegation to suggest an electrode belt malfunction that would have caused or contributed to the reported treatment event. Due to the damage to the monitor, no device data is available after 03:27:07 on (B)(6) 2016. Efforts are underway to determine whether any additional data surrounding the event can be recovered from the computer/analog board.

Event description:
A us distributor contacted zoll to report that a patient stated he received a treatment on (B)(6) 2016. The patient stated he was conscious and riding a lawn mower at the time of the event. Following the treatment, the patient's monitor was unable to power on or send a download. The last available device download is from (B)(6) 2016. The patient did not seek medical attention following the reported treatment and continued to wear the lifevest.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. Insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator board were shorted, causing thermal damage to multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted transistors could not be positively identified. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally damaged u727 and u728 processors on the distribution node pca. An investigation into devices experiencing similar failure modes determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. It is unknown whether the thermal damage to the electrode belt caused the damage to the monitor. Device manufacture date: monitor sn (B)(4): 7/22/2014 reuse, electrode belt sn (B)(4): 11/07/2014 reuse. Additional defibrillation narrative: efforts were made to recover additional data surrounding the treatment event. Device software flag data was able to be obtained from 03/16/2016 through 04/04/2016. However, due to the damage to the monitor, data was unable to be obtained from the reported time of treatment. The additional data that was obtained does suggest a treatment could have been delivered. There was no death associated with the reported treatment event. There is no indication the device malfunctions caused or contributed to the treatment event.

Event description:
A us distributor contacted zoll to report that a patient stated he received a treatment on (B)(6) 2016. The patient stated he was conscious and riding a lawn mower at the time of the event. Following the treatment, the patient's monitor was unable to power on or send a download. The last available device download is from (B)(6) 2016. The patient did not seek medical attention following the reported treatment and continued to wear the lifevest.